Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.

Event description:
Asku

Event description:
It was reported that during implant of the lead there was difficulty extending and retracting the helix and that the helix was bent. It was also reported the lead had positioning/fixation difficulty and high impedance. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.